Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-04785, 2015691-2018-04786, 2015691-2018-04788, 2015691-2018-04789.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. In this case, the exact valve model number is not available. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below;  p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve with commander delivery system (tf indication). An atrial septal defect (asd) allows freshly oxygenated blood to flow from the left upper chamber of the heart (left atrium) into the right upper chamber of the heart (right atrium). There, it mixes with deoxygenated blood and is pumped to the lungs, even though it's already refreshed with oxygen.   If the atrial septal defect is large, this extra blood volume can overfill the lungs and overwork the right side of the heart. If not treated, the right side of the heart eventually enlarges and weakens. If this process continues, the blood pressure in your lungs may increase as well, leading to pulmonary hypertension. A balloon septostomy is done for all transseptal procedures to create a larger hole for devices to fit though to reach the mitral valve.  Depending on the thickness of the septum, several balloons may be required to create the desired size.  Post intervention, it is up to the discretion of the physician whether to close the septostomy with a septal occluder or let the septostomy close on its own over time.  This is normally decided on the size and shunting the atrial asd is.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the asd is unknown, however is more likely due to not closing the asd at the time of the tmvr.  A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Reference article:  eng mh, greenbaum a, wang dd, wyman j, dnp, arjomand h, yadav p, nemeh h, paone g, guerrero m, o'neill w. Thrombotic valvular dysfunction with transcatheter mitral interventions for postsurgical failures. Catheter cardiovasc interv. 2017 aug 1;90(2):321-328. Doi: 10.1002/ccd.26909. Epub 2017 feb 10. Pubmed pmid: 28185392.

Event description:
As reported through article, ¿thrombotic valvular dysfunction with transcatheter mitral interventions for postsurgical failures immediate procedural mvarc defined¿, reports the outcome of thirteen tmvr cases that were treated with degenerated mitral valve repair or valve replacement were treated. Under the heading ¿procedural results¿:  one valve in ring case required a second valve. Under the heading ¿in hospital clinical course¿: 1 major bleeding event associated with delayed hemostasis due to delayed apical hemostasis and required two units of blood. Under the heading ¿intermediate clinical followup¿:  the one of the three mentioned hospitalized patients (hospitalized for persistent lower extremity edema caused by an iatrogenic atrial septal defect). It was reported they plugged the asd and the patient¿s symptoms resolved. Two other hospitalized patients elevated gradients, chf symptoms. They were symptomatic and hospitalized). Treatment was enoxaparin. It says the one patient was ¿post valve in valve, treated with enoxaparin for 4 weeks, mg and nyha symptoms improved.  The other patient was ¿post valve in ring¿ and couldn¿t tolerate anticoagulation due to gi bleeds. (Gradients therefore did not improve). A third patient had valvular thickening suspected to be subacute thrombus. His gradients were never increased, his symptoms were fevers but negative for endocarditis, and the fevers resolved. He was treated with coumadin but leaflet motion remained reduced.